Manufacturer narrative:
Clinical investigation: there is a temporal relationship between the erroneous administration of naturalyte® to this ICU patient prescribed a colonoscopy bowel prep with suprep bowel prep and adverse outcome of death. There is no evidence of naturalyte® product deficiency or manufacturing deficiency and was the result of medication error. Nurses did not perform rights of medication administration prior to administering naturalyte®. Each nurse is responsible to check for right patient, drug, route, time, and dose prior to administering medication. There was no label on the container which identified naturalyte® as being prescribed for that patient; there was only a pharmacy barcode. Nurses did not read manufacturer's label on naturalyte® container which indicates what product is in container: ¿naturalyte® liquid acid concentrate for bicarbonate hemodialysis.¿ indications for use states: ¿naturalyte liquid acid concentrate is indicated for use in patients undergoing extracorporeal bicarbonate hemodialysis for acute and chronic renal failure. Naturalyte liquid acid concentrate is intended to be used as one component in the preparation of dialysate in a three-stream proportioning hemodialysis machine according to a physician¿s prescription.¿ there is a warning on label: ¿warning failure to follow these instructions for use may result in patient injury or death.¿ golytely prep and suprep bowel preps require reconstituting powder or liquid with another liquid which nurses would have had to do themselves or check it was completed. Had nurses stopped to check the correctly labeled manufacturer label on naturalyte®, completed five rights of medication administration and not relied on barcode label from pharmacy, the medication error would not have been made. Based on available information, it can be concluded the patient death resulted from administration error by medical staff and not by any naturalyte® product or manufacturing deficiency. Plant investigation in process.

Event description:
On 24/jun/2025 fresenius was made aware of an article titled ¿unfamiliar product and barcode scanning error leads to patient death¿ which was published in the american journal of nursing august 2024, volume 124, number 8. The article reviewed a recent alert from the institute for safe medication practices (ismp) which highlighted a case in which an intensive care nurse (ICU) accidentally administered naturalyte® (a hemodialysis product) instead of the prescribed bowel preparation product (suprep bowel prep) to a patient. The patient later died. Additional details were obtained from a news article written by leigh searcy and morgan eads on 25/jul/2023 for wlex18, lexington, kentucky. The article presented a timeline of events with dates and patient information. An 81-year-old male patient was transferred to chi st. Joseph¿s heath main in lexington, ky for higher level care due to gastrointestinal (gi) bleed (date unknown). This patient was admitted to the ICU. On 30/jun/2022 a bowel prep was ordered for this patient. The dialysis team had previously left behind a large plastic container of naturalyte®, which had been prescribed to a different patient. The container had been left in the ICU pharmacy delivery area. The container reportedly could have been there for up to three days per documents cited in the news article. This patient¿s nurse saw the naturalyte® container and assumed that it was the same as golytely. Golytely is an electrolyte-based bowel prep with similar packaging as naturalyte®. Additionally, they contain similar electrolytes such as magnesium, potassium, and sodium. Furthermore, this nurse assumed that golytely was the same generic product as suprep bowel prep. The nurse did not read the labeling carefully as the naturalyte® label does state that it is intended for hemodialysis. The nurse did not confirm that the products were identical with the pharmacy or by using an online index. The nurse attempted to scan the pharmacy barcode on the naturalyte® container (thinking it was the golytely). The barcode did not scan. The pharmacy barcode did not contain a patient name or identifying factor. The nurse called the pharmacy at 5:35pm and stated that the container would not scan. The pharmacy did not send the correct product (suprep bowel prep) with a label for that specific patient nor come up to the ICU to inspect the medication. Instead, the pharmacy sent a new barcode label to the ICU through the tube delivery system. The new barcode label arrived approximately five minutes after the call to the pharmacy. The nurse proceeded to administer approximately 8oz of the naturalyte® to the patient, orally, before the end of her shift. The patient was unable to tolerate the liquid as the taste was unpleasant and it produced nausea. Documented notes annotated that the physician who initially ordered the colonoscopy prep said the patient must take the full amount of the container. It was ordered that the prep be administered via feeding tube. After the initial nurse ended her shift, another nurse attended to the patient. That nurse did not carefully read the preprinted label on the container of naturalyte® and administered the remainder of the liquid through a feeding bag. The patient began to deteriorate. Another physician assessed the patient and mistook the naturalyte® for golytely. Significant electrocardiogram changes developed. The medication error was caught at about midnight. The patient passed away at 7:35am on (B)(6) 2022. The coroner¿s report documented the cause of death as complications of inadvertent administration of naturalyte® in the setting of gi hemorrhage. The initial nurse caring for the patient was assigned to additional patients in the ICU that night which is said to have been a factor in the medication error.

Manufacturer narrative:
Plant investigation: the article did not include any product-specific details beyond naming naturalyte (a hemodialysis product). As a result, a product history review was not performed. Since the complaint did not attribute the death of the patient to the product itself, it does not allege a product deficiency. The naturalyte liquid acid manufacturing process includes finished product testing to ensure compliance with all specifications prior to its release. Therefore, it can be confidently concluded that the lot involved in this event met all product release criteria at the time of distribution. A two-year complaint query ((B)(6) 2023 - (B)(6) 2025) for liquid acid finished products revealed no additional complaints with a severity rating of s5 or death. Lastly, an ad-hoc risk review was performed for this event and concluded that the event was not foreseeable and must be classified as abnormal use of the product (i.e., not following the intended purpose and labeling of the product). The complaint does not identify any product or manufacturing deficiency with naturalyte liquid acid. The investigation confirmed that the reported adverse event resulted from a medication error, specifically product misuse, and not from any issue with naturalyte's product quality or labeling.

Event description:
On 24/jun/2025 fresenius was made aware of an article titled ¿unfamiliar product and barcode scanning error leads to patient death¿ which was published in the american journal of nursing august 2024, volume 124, number 8. The article reviewed a recent alert from the institute for safe medication practices (ismp) which highlighted a case in which an intensive care nurse (ICU) accidentally administered naturalyte® (a hemodialysis product) instead of the prescribed bowel preparation product (suprep bowel prep) to a patient. The patient later died. Additional details were obtained from a news article written by leigh searcy and morgan eads on 25/jul/2023 for wlex18, lexington, kentucky. The article presented a timeline of events with dates and patient information. An 81-year-old male patient was transferred to chi st. Joseph¿s heath main in lexington, ky for higher level care due to gastrointestinal (gi) bleed (date unknown). This patient was admitted to the ICU. On 30/jun/2022 a bowel prep was ordered for this patient. The dialysis team had previously left behind a large plastic container of naturalyte®, which had been prescribed to a different patient. The container had been left in the ICU pharmacy delivery area. The container reportedly could have been there for up to three days per documents cited in the news article. This patient¿s nurse saw the naturalyte® container and assumed that it was the same as golytely. Golytely is an electrolyte-based bowel prep with similar packaging as naturalyte®. Additionally, they contain similar electrolytes such as magnesium, potassium, and sodium. Furthermore, this nurse assumed that golytely was the same generic product as suprep bowel prep. The nurse did not read the labeling carefully as the naturalyte® label does state that it is intended for hemodialysis. The nurse did not confirm that the products were identical with the pharmacy or by using an online index. The nurse attempted to scan the pharmacy barcode on the naturalyte® container (thinking it was the golytely). The barcode did not scan. The pharmacy barcode did not contain a patient name or identifying factor. The nurse called the pharmacy at 5:35pm and stated that the container would not scan. The pharmacy did not send the correct product (suprep bowel prep) with a label for that specific patient nor come up to the ICU to inspect the medication. Instead, the pharmacy sent a new barcode label to the ICU through the tube delivery system. The new barcode label arrived approximately five minutes after the call to the pharmacy. The nurse proceeded to administer approximately 8oz of the naturalyte® to the patient, orally, before the end of her shift. The patient was unable to tolerate the liquid as the taste was unpleasant and it produced nausea. Documented notes annotated that the physician who initially ordered the colonoscopy prep said the patient must take the full amount of the container. It was ordered that the prep be administered via feeding tube. After the initial nurse ended her shift, another nurse attended to the patient. That nurse did not carefully read the preprinted label on the container of naturalyte® and administered the remainder of the liquid through a feeding bag. The patient began to deteriorate. Another physician assessed the patient and mistook the naturalyte® for golytely. Significant electrocardiogram changes developed. The medication error was caught at about midnight. The patient passed away at 7:35am on 01/jul/2022. The coroner¿s report documented the cause of death as complications of inadvertent administration of naturalyte® in the setting of gi hemorrhage. The initial nurse caring for the patient was assigned to additional patients in the ICU that night which is said to have been a factor in the medication error.